Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and the jaws did not open. The surgeon manually manipulated the device free and completed the procedure with another device.